Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, the pt suffered symptoms including but not limited to pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility. Add'l info rec'd from the sales rep indicated that the pt was revised to address fluid about her hip on MRI and elevated cocr levels.